Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon side console (ssc) 1 right-eye display issue occurred. The tse confirmed that an error 119 occurred but did not find any other errors related to this issue. The vision side cart for both eyes and ssc 2 for both eyes displayed correctly. The tse advised him to perform a hard power cycle on ssc 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the reporter stated the surgeon resumed on the remaining console and completed the procedure with single ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but saw the error in the system logs. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv to perform failure analysis (fa). Fa was not able to reproduce issue. The monitor was installed on our printed circuit assembly (pca) test system, and it started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. .